Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a phr surgery, the oxinium femoral head 12/14 taper 26 mm +0 (concomitant) disassociated from the tandem bipolar shell/xlpe liner 42mm od 26mm ID (case (B)(4))even though poly ring did not disassembled, so a revision surgery was performed on (B)(6) 2021. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection did not confirm the stated failure mode. A dimensional evaluation performed on the devices revealed 2 part failed. The plastic parts failed evaluation most likely due to them being autoclaved prior to inspection. It is unclear if at the time of implant if the 2 parts were out of tolerance. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. The product evaluation was reviewed, but does not aid in determining a clinical root cause of the reported event. The patient impact beyond the reported revision cannot be determined with the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the part number of the liner over the previous 12 months, but no similar events for its batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history for the part number for the femoral head over the past 12 months and for its batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis, this has been identified as a warning. A review of the instructions for use documents for total hip systems revealed that dislocation may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components has been identified as warnings and precautions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, surgical technique, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.